Event description:
The patient's intraoperative course was complicated by a extraocular foreign body, which was perceived to be attached to the light pipe. The intraocular foreign body was reduced and removed using the vitrectomy device. At the conclusion of surgery, there was no evidence of intraocular foreign body in the eye.once vitrectomy had commenced, a small clear semi-cylindrical foreign body was identified in the eye. It was uncertain as to the exact source of this object. It was thought to be perceived the light pipe, based on its pseudo-cylindrical shape.